Manufacturer narrative:
Na.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4) for one patient. At 9:15 am, the result from the meter was 4.1 inr. At 9:30 am, the result from the laboratory using stago reagent was 3.1 inr. There was no allegation of an adverse event. The patient was not anemic, not polycythemic, no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, and no symptoms of bleeding or bruising. The patient reported eating less salad last week. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned and the replacement product was sent. Retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.